Event description:
Reporter indicated that vns pt was hospitalized for four days due to prolonged seizures. It was reported that the pt was experiencing an increase in seizures and that the device off time was subsequently reduced. Later that same day, the pt was hospitalized for prolonged seizures. Tegretol doseage was increased and IV antiepileptic medications were administered. The pt denied any recent illness, missed medication doses or use of new over-the-counter medications. The pt's tegretol dosage was increased upon discharge from hosp with plans for a follow-up visit with treating neurologist in two weeks time. Device diagnostic testing was within normal limits, indicating proper device function.